Manufacturer narrative:
This complaint was originally reported to amt on (B)(6) 2023. There was no information provided that indicated that the complaint was an adverse event based on the reported information. During the inspection of the device on (B)(6) 2023, it was found that the tear in the tube was not where the user reported, but in a location that allowed the inner support coil to be exposed. It was at this time that a determination was made that the malfunction should be reported to FDA. There was a noticeable tear in the center of the tube where the inner support was secured. There was no record of harm to the patient provided. A device history review was conducted, and no similar complaints have been logged from the same batch or any other batches of the same device type. Based on the provided information, there was no evidence found that would indicate the failure was due to a manufacturing defect or quality issue. The device was in use for roughly 2 months before the failure occurred, indicating that the device was properly functioning during this time. We have assigned complaint # (B)(4) to this report and will provide additional information to the FDA if additional information is able to be obtained and it changes the conclusion of this report.

Event description:
The reporter indicated a compete fracture of the gj tube at the juncture of the coil portion and non-coil. The device was reportedly in use for approximately 2 months when the device failed. No patient harm was reported.